Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an device assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis: device photograph(s) for the device related to the reported event of rupture requested on march 11,2025. With lot number 2776569 and catalog 15-265. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b6, d4, h4, h6.

Event description:
Healthcare provider reported a right side rupture confirmed by ultrasound. The device has been explanted.